Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-0) was explanted due to a non-boston scientific (bsc) anomaly. According to the boston scientific representative, the non-bsc lead had noise. The noise was not able to be reproduced. A non-boston scientific lead needed to be implanted and the lead did not fit into the reported device. There was no malfunction of the reported device. The device and lead were replaced. No additional adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).